Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. (B)(4).

Event description:
It was reported that there were intermittent triggering issues with the aux input. No additional information was provided. Multiple attempts were made to obtain additional information regarding the reported event and patient outcome but with no results.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation; provide the date new information was received; provide the type of report ; provide the type of reportable event; provide the type of follow-up; update the device evaluated by manufacturer; update/correct the event problem and evaluation codes; and provide the device investigational results. The control physio module (cpm) referenced in this report was returned to siemens for investigation. During visual inspection, the engineers found that the cpm was received with a broken auxiliary (aux) connector. This confirms the customers' reported event of aux input issues. Reference complaint # (B)(4).